Manufacturer narrative:
A remote service engineer (rse) determined that the speaker required replacement. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The customer was provided a replacement speaker to resolve the issue. Section e reporting institution phone #: (B)(6). Section e reporter phone #: (B)(6).

Event description:
Philips received a complaint on the patient monitor efficia cm10 indicating that the speaker was not functioning, as there was no sound from the speaker. The device was not in use on a patient at the time of the event, so there was no patient involvement.